Event description:
On (B)(4) 2010, a spontaneous report was received regarding a (B)(6) female who received an injection of restylane (cross-linked hyaluronic acid dermal filler). Medical history included no previous aesthetic procedures, rosacea on the pt's cheeks, some keratosis on her nose that was treated with aldara (imiquimod) cream beginning on an unspecified date in 2009 for 6 weeks which "kept the scaling from coming back" and an unspecified dental procedure on (B)(6) 2010. The pt's skin type was reported as olive. Concomitant medications included vitamin c 1,000 mg one tablet once daily, calcium 500 mg one tablet once daily, novocaine (procaine hydrochloride) (reported as "novocain") on (B)(6) 2010 at the dentist and aspirin (acetylsalicylic acid) 81 mg two tablets one time on (B)(6) 2010. A couple of weeks after the pt completed the treatment process with aldara, she returned to her dermatologist and asked if there was something she could do about the divot on her nose. The pt received an injection of restylane (amount reported as unk) on (B)(6) 2010 into the divot on her nose. Pre-procedure medications included an unspecified topical numbing cream. No additional procedures were performed at the time of implantation. On (B)(6) 2010, the evening of the implantation, the pt developed an achy feeling in her face and nose area. The pt had some swelling and redness that was on her nose and went up into her forehead. The pt also had a lethargic feeling. The next day, the pt experienced oozing (mint green in color) out of the pores of the nose and from the inside of her nose. The pt also had bruising. The oozing lasted for about one week and then the pt developed scabbing on her nose that lasted for an add'l week. The lethargy lasted for 2-3 days and then resolved. The achy feeling in her face and swelling lasted for about one week and then resolved. On (B)(6) 2010, the physician came to the pt's house to evaluate her and recommended topical bactrim (sulfamethoxazole and trimethoprim) be applied to the nose and also prescribed oral augmentin (amoxicillin and clavulanate). The pt was later given biafine topical emulsion (reported as "cream" ) for the redness on an unspecified date in 2010. On (B)(6) 2010, the pt was tested for shingles and (B)(6) and the results were negative. As of (B)(6) 2010, the pt had hard, clear looking bumps/blisters on her nose and her nose was still red. The pt had a small scar along the left side of her nose.

Manufacturer narrative:
Additional PMA # p020023. The pt reported the injecting dermatologist could not say what happened and that she had never seen this before. The pt had been seeing a different dermatologist than the injecting dermatologist. The "new" dermatologist's theory was that the aldara cream was still trying to work "energizing the pt's cells and trying to fight off every foreign body on the pt's face" and the injecting dermatologist did not wait long enough before she injected the pt with restylane. The "new" dermatologist thought the aldara cream was reacting with the restylane. The lot # and exp date were reported as unk. The pt did not want the physician to be contacted, therefore unable to medically confirm the events.